Event description:
It was reported that the device was not recirculating and goes to overtemperature. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. One device was received in good condition for evaluation. Functional testing was performed by putting water in water tank, attached disposable temp check, plugged line cord into outlet and connected to electrical analyzer and turned device. The functional test was able to duplicate customer¿s reported problem. The root cause was a faulty pump. The pump and microswitch were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device.